Manufacturer narrative:
510k: this report is for two (2) unknown locking screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reporter patient was initially implanted with the proximal femoral nail antirotation (pfna) nail, blade, and screw for a left proximal femur fracture following bilateral femoral fractures on (B)(6) 2016. Patient was returned to surgery on (B)(6) 2018 for removal of the hardware due to non-union and infection. All hardware was removed intact. This report is for two (2) unknown locking screws. This is report 3 of 3 for (B)(4).